Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had low blood glucose of 40 mg/dl. Customer reported that low blood glucose was due to activity level and not insulin pump. Customer was concerned about working in the heat and insulin becoming denatured causing high or low blood glucose. Customer was advised to avoid prolonged direct sunlight for periods of time, to keep insulin pump in a case and to change infusion set and reservoir if exposed to prolonged heat.